Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was sealing and cutting, then stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle and jaws. The heater wire was observed to be slightly flexed away from the tip of the hot jaw, but remained attached at the base and tip of the hot jaw. The middle portion of the shaft as well as the proximal portion to the jaws was observed to be bent. No other visual defects were observed. The toggle switch was manipulated to test the jaws. It was observed that the jaws did open and close accordingly. The device was evaluated for electrical/cautery function. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5. The device passed the electrical/cautery test, it did produce slight visible steam and the audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with the same results. An activation and transection capability test was performed over five (5) repetitions. The device activated and produced light steam but was not able to cauterize the bacon. Based on the return condition of the device, the reported failure "failure to cut" was confirmed, as well as the analyzed failures "material twisted; bent wire" and "material twisted; bent shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was sealing and cutting, then stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.